Manufacturer narrative:
The patient had shallow anterior chamber with narrowed angles os, and increased iop resulting from an over-sized lens. The surgeon determined sizing using the FDA approved labeling. The rise in iop resolved with lens exchange, therefore the changes in anterior chamber configuration and increased iop were related to the presence of the outsize lens in the eye. Based on the complaint history, medical review, evaluation of the returned product and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. Claim #(B)(4).

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -10.0 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting and increased elevated intraocular pressure (up to 56mmhg). Medications were administered but did not help and a yag of the peripheral iridotomies was performed but the surgeon decided to explant the lens. The patient experienced narrowing of the angle and shallowing of the anterior chamber. The patient had additional symptoms of blurry vision and nausea. The lens was exchanged for a shorter lens and the patient's post-op best corrected visual acuity was 20/20. The surgeon indicated the cause of the event was a miscalculation/recommended lens size.